Event description:
During routine maintenance inspection, it was reported that the device display failed to turn on. Physio-control evaluated the device and observed a lock up failure. The device was beeping and resetting continuously. There was no patient involvement associated with event.

Manufacturer narrative:
(B) (4): physio-control replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly at the failure analysis center and determined the root cause of malfunction to be two failed ic chips, designator u8 and u11.